Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) and the patient's outcome could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2023, and the cause of death was not provided. Due to patient privacy laws the managing hospital would not communicate additional patient outcome information. It was reported that an autopsy was not conducted and that hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for mlp-031339 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023.